Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet pump generated repeated alert 42 notifications indicating a motor current sense failure, resulting in automatic insulin suspension and persistent hyperglycemia after the user had replaced the sensor and supplies and performed multiple restarts. Symptoms included fatigue during the period of hyperglycemia. Outcomes included prolonged elevated blood glucose with a reported peak of 400 mg/dl over approximately 18 hours without need for medical intervention or outside assistance. Investigation included troubleshooting with the user, instruction on shutdown and use of back-up therapy, confirmation of data sync capability, and shipment of a replacement device. Investigation of this device revealed a suspected insulin delivery interruption consistent with a motor current sensing malfunction within the pump, while the user¿s cgm remained functional and ketones were negative. It was concluded that the cause was a device-related malfunction of the pump¿s motor current sensing function.